Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/10/2019. Patient codes: 3189 ¿ surgical intervention. Additional narrative: it was reported that the patient underwent removal of old mesh on (B)(6) 2017. It was reported that following the procedure the patient experienced recurrent incarcerated incisional ventral hernia repair, omentum was adherent to abdominal wall, adhesions freed from old mesh and small bowel. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.